Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿ten-year results of the press fit condylar sigma cobalt¿chrome total knee replacement¿ by oisin keenan, et al, published by the journal of knee surgery (2018), doi https://doi.org/10.1055/s-0038-1641138, 5 pages, was reviewed. The purpose of this study was to assess the survival and clinical outcomes of the pfc sigma press-fit condylar primary tka at 10 years after implantation performed on 249 knees between february 2006 and january 2007. Patella resurfacing was performed at surgeon¿s discretion on an unknown number of knees. There were no radiographic images provided in this study. Results: 9 revisions of unknown components due to deep infection. 2 reoperations to perform patellar resurfacing. There were no reported product problems with the primary components. 1 revision of unknown components for unspecified pain and joint stiffness. 1 revision due to aseptic loosening of an unspecified component. 1 revision due to periprosthetic fracture in an unidentified location. Impacted depuy products: sigma femoral component and tibial tray: loosening, fracture post-op, patella and tibial insert: no reported product problem. Health impact: surgical intervention and medical device removal. Symptoms: infection, pain, musculoskeletal stiffness. "